Event description:
It was reported the device became stuck on a guidewire. A 2.4 mm jetstream xc catheter was selected for a leg angiogram procedure to treat claudication. During the procedure the device became stuck on a non-boston scientific guidewire. Both the 2.4 mm jetstream xc catheter and non-boston scientific guidewire had to be removed from inside of the patient as one unit. When the 2.4 mm jetstream xc catheter was separated from the non-boston scientific guidewire, the device stopped working as expected. A new device was used to complete the procedure. There were no patient complications as a result of this event.